Event description:
Event description: ecn event description: effusion was noticed after completing the left side of the veins. Pressure had been falling after transeptal but physician did not notice any effusion. Anesthesia was not able to maintain normal blood pressure, ep used ice catheter and checked rv and noticed an effusion. Sheath and catheter were removed from la and he began to tap the pt. Pt was then taken to surgery. Patient present at time of event?: yes patient complications: cardiac tamponade in the physician's opinion, did the device or procedure cause or contribute to the patient complication?: yes please describe the way in which the device or procedure caused or contributed to the patient complication?: physician believes perforation occurred during transeptal medical or surgical interventions: phycisian tapped the pt. Patient admitted to hospital beyond the standard of care: asked, but not available as per account/customer patient outcome: asked, but not available as per account/customer procedure number: pn-2496529 reason for unsuccessful procedure: physician noticed fluid in the pericardial space after we completed pvi on the left veins based on the outcome noted above, was the patient sedated when the procedure was cancelled?: yes - general anesthesia.

Manufacturer narrative:
The end user did not provide lot traceability; therefore, (B)(6) was unable to review the device history records relative to the manufacturing, inspecting, and packaging of this product. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. There was no defect reported with the product. Without the return of the actual device in question for evaluation, (B)(6) is unable to determine the exact cause for this incident. (B)(6) has no open preventative action specific to manufacturing this product differently.